Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one controller (con406375) and a battery (bat933964) were not returned for evaluation. Review of log file ana lysis revealed a controller power up event on 05-jun-2021 at 14:33:51. The data point prior to the loss of power revealed that bat587016 was connected to power port one with 23% relative state of charge (rsoc) and bat586800 was connected to power port two with 93% rsoc. The data point recorded after the loss of power revealed that bat586817 was connected to power port one and bat586800 was connected to power port two. The controller was without power for 9 seconds. Analysis of the controller log files did not reveal any communication errors involving bat933964 within the analyzed period. Review of the controller's alarm log file revealed three power disconnect alarms involving bat933964 logged on 09-jun-2021 at 10:02:03, on 12-jun-2021 at 13:39:04 and on 14-jun-2021 at 14:45:14. During the power disconnect alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported "loss of power and power disconnect alarm" events were confirmed; however, the reported communication error event could not be confirmed. Based on the available information, a possible root cause of the reported power disconnect alarms can be attributed, but not limited, to a battery malfunction. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: bat933964 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2022 / serial #: (B)(4) UDI #: (B)(4) available for eval: no. Evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 24-mar-2021, labeled for single use: no (B)(4). Additional information has been requested regarding the patient information and details of the event, but these were not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that controller exhibited an unexpected loss of power and the battery exhibited a communication error associated with power disconnect alarms. The controller and battery remain in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
A supplemental report is being submitted for additional information. A2. Age at event: 64 a3. Sex: male b5. Event description: it was further reported that the battery is no longer in service. D10. Therapy date: (B)(6) 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery is no longer in service.